Manufacturer narrative:
Product code: ntn. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter was used in the common bile duct during a laparoscopic common bile duct exploration (lcbde) procedure performed on (B)(6) 2022. During the procedure, the image from the spyglass discover digital catheter became blurry for the last 20 minutes into the procedure. They flushed the working channel, used irrigation as well as aspiration, and physically wiped off the distal end; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.